Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the system was implanted on their buttock and it sticks out. It was noted that you could see the point sticking out and it was ¿like¿ rotating towards the hip. It was noted that the patient could not find any doctor that would take it out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.